Event description:
The customer found a hole on the insulation and discovered a 1st degree burn during a breast augmentation procedure. It was treated with ointment and the pt is fine. On return and testing of the electrode, it was found to fail hipot testing in the area where the hole was located.

Manufacturer narrative:
(B)(4) . A small round hole was found on the electrode shaft approximately 3 inches from the nose of the pencil. No other marks were noted on the insulation around the hole. The hole area failed hipot testing. Covidien could not determine the root cause of the hole. The IFU states: before use, examine the electrosurgical unit and accessories for defects. Do not use cables or accessories with damaged insulation or connectors.